Event description:
The customer reported to olympus, the flex videoscope wheel was broken. It was unknown when the issue was found. The device was returned for evaluation. During the device evaluation, contamination was identified in the air/water channel was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found chipped light cover glasses, chipped optical cover glass, worn optical cover glass adhesive, lifting distal end adhesive, missing control body, hole in the button of the switch condition, delamination of the light guide tube, the up angle was not to specification, the up angle was straining, the down angle was not to specification, the left angle was not to specification, the right angle was not to specification, up/down angle failed, and the left/right angle failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of contamination inside the air/water channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.